Event description:
It was reported the pt has ulcer under the headpiece. The doctor recommended the pt to discontinue using the device until the ulcer condition is healed. No medication has been prescribed for the ulcer. Advanced bionics is currently in the process of gathering add'l info. Once more info becomes available, a follow up report will be sent.